Event description:
The customer reported that approximately two weeks after stent placement the stent cover degraded. The physician reported the patient had a te fistula and the stent was placed to cover a big defect from tumor erosion. The patient was doing well for two weeks then started experiencing recurring aspiration. The physician viewed the stent and saw the covering had degraded without any fracture of the stent. No harm or injury has been reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The customer did not specify if this was the initial use of the device. The customer has not provided a lot number for this device. A follow-up report will be submitted when the evaluation has been completed.